Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) on behalf of a patient alleging that their onetouch veriovue meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged product issue had occurred at an unspecified time on (B)(6) 2018. The patient had reportedly obtained blood glucose results of ¿139 and 52 mg/dl¿ with the subject meter compared to a result of ¿30 mg/dl¿ from a calibrated laboratory device within an unspecified period of time of one another. The patient manages their diabetes with an unspecified type and dosage of insulin and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. It was reported that an unspecified period of time before the alleged product issue occurred the patient had been ¿losing consciousness and collapsed¿ while riding a bicycle. As a result of this the patient was taken to hospital and after the alleged inaccurate blood glucose results were obtained they were treated with IV glucose by a healthcare professional at an unspecified time on (B)(6) 2018. At the time of troubleshooting, the csr noted that the testing steps the patient carried out were correct. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.